Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging there was a strange odor, and an incorrect power supply warning on the screen. Machine air volume drops after several hours of being on, and the device will not turn an or function. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed extreme damage in the form of potential rust and corrosion on the dc jack power cable (p4), indicating potential liquid ingress. This contamination was also located on the bottom enclosure beneath the dc jack power cable. The screws on each side of the top enclosure were missing. The control dial of the ui panel was not functioning. The top enclosure was cracked near the keypad. Unknown residue on the keypad of the top enclosure, between the therapy and ramp buttons. Dust-like contamination on the ui panel, the accessory module slot, the top enclosure, the air inlet of the blower box, the rear panel, the iso port, the sd (secure digital) card flip door, the bottom enclosure, the blower box, the blower box cap, the blower motor, the blower outlet seal, the blower isolators, and the rubber grommet of the blower motor. Mark of unknown brown contamination in the accessory module slot. Unknown yellow residue on the top enclosure. Unknown brown residue on the bottom enclosure, unknown residue on the top enclosure, the ui panel, and the bottom enclosure. Potential no clean flux on the sd card slot of the pca (printed circuit assembly). Pieces of unknown brown contamination on the blower box. Unknown brown residue in bottom enclosure, around the dc jack power cable (p4). Small hair-like fibers on the bottom enclosure. Spots of unknown brown contamination on the rear panel. Spots of black residue and contamination, consistent with degraded sound abatement foam, were in the air inlet of the blower box. Sound abatement foam that had the appearance of retained moisture on both sides of the blower box. Black particles of contamination, consistent with degraded sound abatement foam, were in the air outlet of the blower box. Spots of black contamination, consistent with degraded sound abatement foam, were in the iso port. Pieces of black contamination, consistent with degraded sound abatement foam, were in the blower box. This contamination was also found on the underside of the blower motor, the screw bosses of the blower motor were brittle, and they cracked during disassembly of the blower motor. Potential dried liquid spots or mineral deposits on the blower motor, indicating potential liquid ingress. Potential rust and corrosion on the inside of the blower motor. Evidence of sound abatement foam degradation/ breakdown was observed in this device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were able to confirm the complaint of a strange odor from the device. They were not able to confirm the complaint of the device not turning on or functioning, or the complaint of an incorrect power supply error, however manufacturer was not able to use the damaged dc jack power cable (p4). They were not able to confirm the complaint of the machine air volume dropping after several hours of being on, however manufacturer was not able to perform a pressure test due to the presence of degraded sound abatement foam in the device.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacture observed that dust-like contamination in air outlet port. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Significant dust-like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box. Dust-like contamination in bottom enclosure. Air inlet seal had yellowed and had dust-like contamination on it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.